Event description:
The facility reports the seat detached from the hoist causing minor injuries to a resident.

Event description:
The facility reports the seat detached from the hoist causing minor injuries to a female resident.